Event description:
The incident was reported by hoag memorial hospital presbyterian. The event involved a primary plum set clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inches with 14254-28 item number and unknown lot number. It was reported that the disposables were leaking which needs three separate hazardous containers for shipping. There was no reported patient involvement and harm.

Manufacturer narrative:
D4 - lot is unknown the device has been received for evaluation; however, investigation is not yet complete.